Event description:
Customer's family member reported that they received two readings within 10 minutes of 195 mg/dl and 190 mg/dl. The customer had a hypoglycemic event after increasing their insulin dosage based on readings obtained. Customer became dizzy, had experienced shortness of breath, and blurred vision. Five minuts after insulin was taken, customer received a result on their meter of 68mg/dl. Customer injested soda and stew to raise glucose levels.